Event description:
A customer reported to beckman coulter that the access 2 immunoassay analyzer generated unreproducible vitamin b12 results for three patients in the previous week. The customer did not provide patient results and exact date of the event. The result were report out of the laboratory. There was no report of death or injury, but it is unknown if there were any changes to the patient treatment. Beckman coulter field service engineer (fse) noted the valve manifold was cracked around the wash valve rotor. The fse replaced the valve manifold and verified the instrument performance. The customer used the below reagent for vitamin b12 assay: access b12 reagent, catalog number 33000, lot number - unknown.

Manufacturer narrative:
The customer also reported of obtaining an erroneously low vitamin b12 result from the system for one patient on (B)(6) 2013 which was not reproducible on (B)(6) 2013. This event is documented in MDR #2122870-2013-00057.